Manufacturer narrative:
The customer reported that after a generator test the central nurse's station (cns) failed to boot back up. The customer found a failed ups in one of the closets. He reported that after he replaced the ups, the cns was able to boot. No further issues.

Event description:
The customer reported that after a generator test the central nurse's station (cns) failed to boot back up.

Event description:
The customer reported that after a generator test the central nurse's station (cns) failed to boot back up.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2017, bme (B)(6) at (B)(6) reported the cns-6201a (pu-621ra sn:(B)(6)) failed to boot after a power generator test. Service requested: troubleshooting/assistance. Service performed: (B)(6) found a failed ups in one of the network closets. Customer reported after the ups was replaced the cns was able to boot. Investigation result: the cns was put into service on 12/23/16, which is approximately 1 year prior to the reported issue. The warranty was current at the time of reported issue. Review of device history found previously reported issues: notification (B)(4) reported (B)(6) 2016. Customer requested how to change the bed names on each bsm. This is not related to the current issue. Notification (B)(4) reported (B)(6) 2017. Customer reported the font size was not big enough. This is not related to the current issue. There was an issue with the ups after generator tests. Degradation of the ups can occur from power failures/surges which include generator tests. Additionally, there appears to be a trend of mishandling of the ups which is also likely to contribute to ups failure. The root cause is determined to be power issues from generator test/ups failure. Information on the ups, including age and condition, was not provided. Issue was resolved by replacing the ups. The ups was not returned to nka for evaluation. Based on the given information, this issue is not suspected to be caused by deficiency of the cns or its design. Cause of ups failure cannot be confirmed from the available information. Correction: f9. Approximate age of device: incorrectly calculated. Additional information: b4. Date of this report, f6. Date user facility/importer became aware of the event, f7. Type of report, f11. Date report sent to FDA, f13. Date report sent to manufacturer, g4. Date received by manufacturer, g7. Type of report, h2. If follow-up, what type? Correction additional information, h3. Device evaluated by manufacturer?, h6. Event problem and evaluation codes, h10. Additional manufacturer narrative.